Event description:
On (B)(6) 2010, the nurse reported that on an unreported date, the patient had poor technique. On (B)(6) 2010, the patient experienced bacterial peritonitis, not requiring hospitalization. On an unreported date, treatment began with ancef. The outcome of the event of bacterial peritonitis with culture positive for (B)(6) was resolved on an unreported date. It was not reported whether the patient was retrained in aseptic technique, therefore the outcome of the event of poor technique was unknown. The root cause of the bacterial peritonitis was poor technique. Pd therapy was ongoing. The reporter did not provide an opinion of causality.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots for the cassette (h10a15087) with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.